Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error. Patient harm: unknown. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. (B)(6) 2026: biomed reported that the pump will power on but the screen is black with back lit. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.